Manufacturer narrative:
The pump was received with no button response due to unlocked keypad connector on lcd board. It was unable to verify the back light anomaly due to no button response. The pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the backlight is not working, and has also received low reservoir alert, but has not been able to clear it. The customer states the act and esc buttons are not responding. The customer's blood glucose at the time was 75mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.